Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. Subsequently, it was replaced with a similar model lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. Subsequently, it was replaced with a similar model lead. No additional adverse patient effects were reported. Additional information indicated that this rv lead exhibited low sensing numbers and it was retained by the hospital. No additional adverse patient effects were reported.